Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e1 (initial name, mail ID).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra aortic balloon pump (iabp) was leaking when cylinder is connected and open. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked the cardiosave and confirmed the leak is located on the cart around the high pressure regulator. Replaced the high pressure regulator (0103-00-0637) and would not pass the leak test. Checked the connections and the output hose attachment is now failing. Replacement on the hoses assembly with connections necessary. Parts needed to be replaced - awaiting for parts. Please order tubing assembly, helium, multiple p/n: 0004-00-0103-02. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.